Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the event was suspected to be related with the lead but the investigation done did not allow either to confirm or to exclude this suspicion.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: 3531, serial# (B)(4), implanted: (B)(6) 2015, product type: external neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) for a clinical study via a manufacturer representative (rep) reported pain in the anus, vulva, and pain in the leg. Factors that may have led or contributed to the issue remains unknown. Actions or interventions taken to resolve the issue include the stimulator being reprogrammed. It was unknown if the issue was resolved at the time of the report. The outcome of the event was reported to be ongoing and it was unknown if a surgical intervention occurred. Relevant medical history includes idiopathic pollakiuria and urinary incontinence since 1999. Additional information received reported that during an advanced evaluation (ae) term there were symptoms of spasm and pain in the vulva and anus. The hcp suspected the lead stimulation was not in the good area. The patient had pain only when stimulator was turned on. It was reported that the pain disappeared when the stimulator was turned off. Currently discussed to verify the lead. Additional information received reported that the electrode would be revised and positioned in a contralateral position. There was a report that they could not certify but presumably the side effects were caused by sacral stimulation. At the last visit, the patient did not complain about anal and leg pain & spasms.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 309328, lot# 0209057537, product type: lead. Product ID: 3531, serial (B)(4), implanted: (B)(6) 2015, product type: external neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the serial number of the lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID (B)(4) lot# 0209057537: explanted: (B)(4) 2017 product type lead. Product ID (B)(4) serial# (b)(4( implanted: (B)(4) 2015: product type external neurostimulator. Correction to updated to date (B)(4) 2018. Additional information was received on (B)(4) 2018 for the last supplemental report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID (B)(4) lot# 0209057537 explanted: (B)(6)2017 product type lead product ID (B)(6) serial# (B)(4) implanted: (B)(6)2015 product type external neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there was pain in the foot. Diagnosis changed to spasmodic pain in the vulva and anus without known relationship. Actions taken include a lead replacement and device reprogramming on (B)(6)2017. It was later reported that actions included an unscheduled visit on (B)(6)2017 during which the lead was replaced. The event was resolved on (B)(6)2017. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead product ID 3531 lot# (B)(4) implanted: (B)(4): product type external neurostimulator : (B)(4) applies. (B)(4) does not apply. If information is provided in the future, a supplemental report will be issued.